Event description:
Boston scientific received information that this device was recently replaced due to reaching elective replacement indicator (eri). The local sales representative wanted to note this patient had developed a (B)(6) at the time this device was implanted approximately 25 years ago.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.